Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's infusion device was dropped in water. The patient stated that the rubber covering of the up button was damaged and after the contact with the water the device was "dead". During initial investigation, it was found that the up button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device will be sent for further product evaluation.